Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6), with blood glucose of 400 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain. The customer was treated with regular insulin drip and intravenous fluids. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.